Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis; it was returned with the deployment clip in place. Also, the stent was returned fully cover and undeployed. The device analysis could not confirm the reported event of stent failure to deploy as the stent was deployed, and no issues were noted. Functional inspection related to the deployment of the stent was performed and the catheter was unlocked moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passes through the luer without resistance. Also, the stent hub was moved down to the second and fourth position. Product analysis of the returned device did not identify any evidence of either the alleged issue(s) or any defect on the device. Therefore, taking all available information into consideration, the overall root cause of the reported events is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct to treat cholangitis through biliary drainage during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, when the physician attempted to open the first flange, it could not be deployed. The unstable situation, given its position in the bile duct, the physician had to use another axios stent. Therefore, the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event at this time.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct to treat cholangitis through biliary drainage during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, when the physician attempted to open the first flange, it could not be deployed. The unstable situation, given its position in the bile duct, the physician had to use another axios stent. Therefore, the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event at this time.